Event description:
The customer requested unit be checked for proper operation after a pt expired while being ventilated. This check is part of the customer protocol. There is no allegation of malfunction.